Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to oversensing of noise. Daily measurements were normal and stable. Technical services (ts) discussed methods to determine the cause of the noise including isometrics. Guidant received additional information that the noise was reproducible. Ts discussed possible causes including leads reveresed in the header.